Event description:
No additional information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: evaluation method codes were added: 3331, 4110 h6: evaluation result code was added: 213 h6: evaluation conclusions code was added: 4310 h10: narrative/data was updated. DHR review was completed for the subject lot number 2020120272. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2020120272 for similar events and no other complaint was identified. The customer did not submit images for the reported event. IFU review: review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi), rev. J - 8/1/2022. Information identified: warnings. Per the applicable IFU, ¿excessive bone loss or breakage of a dental implant may occur when an implant is loaded beyond its functional capability¿. Based on the investigation and risk management file review as per rmf rm-00053-haz rev.12, the most likely root cause determined from the investigation is patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
It was reported that the patient experienced an implant fractured at tooth site #14, with associated inflammation. Therefore, the implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.